Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735994r, serial/lot #: (B)(6). H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was unable to download images from electronic picture archiving and communication systems (pacs). Trouble shooting was performed. The representative noted that the wired and wireless ip address "were" marked with "unavailable" in dicom. The representative confirmed in self-test, under internal network connection tab, the checkpoint firewall/router and wifi client endpoint were in an unavailable status. The representative also confirmed in self test under network information, the firewall was unknown checkpoint with no ip address, mac address, and access point detected. The representative reseated the ethernet cables to the back of the router and uninterruptible power supply (ups). There were no erroneous lights on the ups. The representative performed a hard reboot of the system and the issue persisted. There was no patient involvement.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the system could not connect to network or configure ip. The router was replaced to resolve the issue. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3) the 9735994r (lot number: nx2053o11304) network configuration / router was returned to the manufacturer for evaluation. The returned checkpoint was tested, and upon initial connection the power led flashed red. Device failed to ping on all ports and wan and dmz failed tests. Factory reset and reconfiguration was attempted with no change in behavior. Device was non-functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.